Event description:
A copy of customer's medsun report was rec'd. Per report "tpn leaking on the bed and blood backing into the tubing, pt sleeping and not touching the tubing. Unclear where the tpn was leaking from on the tubing. Tpn re-hung with new tubing. Dstick obtained: 11." There was no pt harm reported. Medical intervention was not required. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the reported leak. Although requested, the product has not been rec'd. A follow up report will be submitted with results of the evaluation should the product be rec'd for investigation.